Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. A manual insulin injection was administered, and the pump supplies were changed to address bg. No additional information was provided.